Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. A femoral angiogram taken prior to the procedure showed heavy calcification. Reportedly, the first proglide was successfully placed. The second proglide experienced a cuff miss. The third proglide suture was successfully placed. The sheath was upsized to 18 fr. The aaa procedure was completed and hemostasis was achieved with the first and third proglide pre-placed sutures. Two hours post-procedure the patient's pulse was diminished in the right foot. An ultrasound was taken of the superficial femoral/common femoral arteries. The patient was sent for a cutdown where it was seen that calcification was severe and a very tiny foreign object was found caught up in the tissue and pulled out with tweezers. It is not known what the particle was; however, it did not appear to be a part of a proglide device. The proglide devices were reported to not be twisted; no damage was noted to the proglide devices. No resistance was felt during the use of any of the proglide devices. An endarterectomy was performed on the severely calcified artery and surgical suture closure achieved hemostasis. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.